Manufacturer narrative:
It was reported that on (B)(6) 2026, "a patient underwent a radio frequency ablation procedure using the venclose micro intro kit 7cm. During the procedure, the guidewire allegedly broke inside the patient's vein. The current status of the patient is unknown". It was reported that, "the patient was admitted to the hospital to get the guidewire removed from the vein". It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that on (B)(6) 2026, "a patient underwent a radio frequency ablation procedure using the venclose micro intro kit 7cm. During the procedure, the guidewire allegedly broke inside the patient's vein. The current status of the patient is unknown".